Event description:
It was reported that pump displayed malfunction code and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset pump with no recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code recurred.